Manufacturer narrative:
The actual device was returned to co and evaluated on 11/20/96. The sample was tested in both cut and coag modes. Co was unable to duplicate the reported problem.

Event description:
Pencil remained in coag during abdominal surgery. There was no serious injury to the pt.